Event description:
It was reported via repaiir work order that the lift was stuck in an elevated position as the motion lock was engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.